Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, beeping was noted, and screen stated that there was an issue with the clamp. It was also reported that the bag in the cassette was completely dry (infusion completed 2.5 hours early). No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Corrected data: updated.

Event description:
It was reported that the starting volume was 102ml.